Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem. S2d (B)(4) shows 27 - parity error counts between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the device experienced three electrical resets and that some of the patient and diagnostic data had question mark symbols where the data should be. It was noted that the patient had been receiving therapeutic radiation. The device remains in use. No patient complications have been reported as a result of this event.